Event description:
A 2.5mm diameter x 14 mm length micro driver mx2 coronary stent system was inserted into a pt for the treatment of the first diagonal lesion site. The vessel morphology was reported to be non-tortuous with little calcification. The lesion was pre-dilated. It was reported that the device was inserted into the pt; while advancing the delivery system, the device kinked and subsequently broke into two pieces. The physician was able to remove the proximal end of the delivery catheter while the distal portion remained partially in the pt. The physician withdrew the guide wire and pulled out the distal portion of the catheter successfully. A second micro driver was used to successfully complete the case. No add'l clinical sequelae were reported and the pt is fine. Medtronic has received the device and its analysis has been completed. The device was returned broken it two pieces and the z-component was not returned. Chatter marks were evident on the proximal end of the shaft extending proximally from the break point for 28cm. There were kink points immediately adjacent to the break points on both the proximal and distal sections of the shaft. The break point on the shaft is consistent with the shaft kinking prior to breaking.